Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the lights flashed on the unit, a beeping sound was made and the handpiece stopped cutting. It was determined that the device had overheated. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4) - insufficient drive of the disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.